Manufacturer narrative:
A user initiated medwatch (B)(4) was received on october 23, 2017 with more patient details than when manufacturer originally submitted. New details do not change original manufacturer medwatch conclusions written in 1220648-2017-00066. Internal reference (B)(4).

Manufacturer narrative:
The facility did not return the product or console data logs for analysis. The adverse event of a left ventricle perforation was confirmed soley by clinical account. The physician stated he thought the perforation occurred due to the .018 guidewire prolapse. The abiomed representative was unable to return the wire for analysis of a prolapse or kink. There were no other complaints of an adverse event related to the lot of impella 2.5 pumps. The failure mode of left ventricle perforation is of a very low risk index due to very low occurrence. The root cause of the perforation could not be determined due to product not being returned for analysis. Internal reference (B)(4).

Event description:
On (B)(6) 2017 a (B)(6) female was admitted for a high risk coronary artery angioplasty. For support, the team was to place an impella 2.5 via the left femoral artery. The physician placed the impella via the abiomed provided .018 guidewire. The wire was shaped into a pigtail-like configuration and advanced to the left ventricle; a ventricle noted to be small. When the physician started the impella 2.5 within the left ventricle the patient became hypotensive and had lower than expected flows. The team then performed an echo and diagnosed a perforation of the ventricle. The patient was taken to the operating department for a patch of the perforation. The perforation was seen to measure just less than 1 centimeter. The physician felt that the .018 guidewire had prolapsed and caused the perforation. The patient did not receive any other forms of cardiac support and did subsequently expire.